Manufacturer narrative:
A burning smell was reported from the unit. There was no smoke or flames and no injuries were reported. The fire department was not called. No patient samples were lost. Device analysis found the power harness was burnt.

Event description:
The customer reported a burning smell from the unit.